Event description:
Patient reports one of his ms3 pumps sn (B)(4) lost the programming because the batteries died. Pharmacy will send replacement pump and box to return malfunctioning pump. No injury reported. Patient is using pump for remodulin. Patient is infusing with his back up pump. Patient was not using the pump when error occurred. No other information provided. Dose or amount: 20ng/kg/min. Frequency: continuous. Route: sq. Dates of use: (B)(6) 2017 to current. Diagnosis or reason for use: i27.2.